Event description:
Right total hip arthroplasty done 2/1999. Did well until jumped a levee, dislocated the hip and started having recurrent dislocations. 10/2000 underwent revision arthroplasty with constrained acetabular liner. Developed pain in rt hip; x-ray done 8/2001 showed fracture of retaining ring of the acetabular component. Did well until had pain 6/2003; x-rays showed 3 distinct pieces of the retaining ring; all have migrated. In 2003 admitted for revision arthroplasty.